Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as fold flaw opening. And delamination on the plug strap assessed, as cohesive failure. Additional observation: no penetrating nick stress mark no further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, a right side rupture (saline). Healthcare professional, also reported, capsular contracture, baker grade ii. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture (saline). Healthcare professional also reported capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.